Event description:
A contact lens wearer's parent reported that she experienced a corneal ulcer, left eye, associated with wear of focus dailies all day comfort contact lenses. Symptoms were first noticed on (B)(6)2010, when she felt a scratchy feeling in her left eye, and she then stopped wearing contact lenses. On (B)(6)2010, her eye felt very sore, and on monday (B)(6)2010, she presented at her optician who then referred her to a hospital based ophthalmology unit. A corneal ulcer was diagnosed and treatment consisted of antibiotic eye drops (unspecified) hourly (24 hours a day) for 3 days, then hourly (waking hours) for 10 days. She was instructed to stop wearing contact lenses for the next 4 weeks. Request has been made for further details, however, no further info has been provided.

Manufacturer narrative:
This case is considered as a possible infectious corneal ulcer due to the aggressive treatment regimen reported. The product was not made available in order to conduct an eval. The device history records and sterility records have been reviewed by mfg and found to be in compliance. (B)(4).